Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was ruptured. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No noted issue on the catheter of the device. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated and a leak was noted at the ruptured part of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used during a bile duct dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon was ruptured; therefore, this is now an MDR reportable event.